Event description:
It was reported that the right ventricular (rv) lead experienced a lead fracture. High, undefined impedance was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.